Event description:
The customer contacted philips healthcare to report that their defibrillator "can not charge". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.